Event description:
The complainant reported that a placement signal not reliable alarm was disabled during impella cp support with an automated impella controller (aic). The performance of the pump remained unaffected, and support continued with the implanted device. The decision was made to withdraw care, and the patient expired. The patient¿s death is captured in both the complaint and the report for the impella cp.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: note: the reported failure mode psnr was associated with the (B)(6), which is the second console associated with the reported case, whereas the first console is (B)(6). ¿ the case associated with the reported complaint was initiated on (B)(6) 2025, with the pump sn: (B)(6). ¿ on the complaint date of (B)(6) 2025, during support, the console displayed ¿placement signal not reliable (opm invalid signal, optical pump connected) ¿ alarm,¿ event #1036. ¿ the rt log shows the contrast oscillating between -3276 and 3274, and the signal-to-noise ratio (snr) dropped to zero. The lt log shows that the oscillating contrast was never resolved. This confirms the reported failure mode. ¿ additionally, there was a ¿controller error (opm comm crc invalid) [optical pump connected] ¿ alarm,¿ event #1045. ¿ the rt logs confirmed that all signals received from the optical bench (snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. Device analysis: this console was tested after arriving at field service. Visually confirmed that the lamp was intermittently turning off by itself. When the lamp was off, 4.9 v was measured at the pbm j3 connector, an average of 4.8 v was measured at the p4 connector of the optical bench, and the lamp resistance measured 5.1 ohms. No issues were found with the analog output from the optical bench. Found the front panel optical connector contaminated, unable to remove the debris upon cleaning (unrelated to the reported failure mode). Root cause: ¿ the root cause of the psnr alarm was a lamp malfunction. ¿ the root cause for the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.